Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis within four months of implantation requiring medical intervention. Device issue: none. It was reported that the pixel stents were deployed in 2005. The following year, percutaneous coronary intervention (pci) was performed to treat in-stent restenosis which was observed in the pixel stents during follow-up. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information; however, the device was not returned to abbott vascular for analysis. It was reported that during follow-up, restenosis was observed although there was no reported device issue. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting. The two additional pixel stents are indicated in the event description and in d11, and are being reported under the same manufacturer report number.